Event description:
The pt's spouse called lifescan and alleged the one touch ultra meter was reading inaccurate control high. The control reading on 4 vials of test strips was 126-134 mg/dl (range 93-124 mg/dl), verified by the customer care representative when performing troubleshooting. The report contacted a medical professional for phone advice. No treatment reported. No signs or symptoms of high or low blood glucose reported. There is indication the product malfunctioned. The meter and test strips were replaced and return is expected.